Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a return of their grand mal seizures after 7 years of not experiencing them. Patient states the vns had previously aborted their seizures. Patient states recently the vns has not been aborting her seizures. Patient thinks battery is depleted, however the neurologist stated that the vns still has battery remaining.

Event description:
It was by physician that the reported grand mal seizures are not a change in their seizure pattern. The patient had the grand mal seizures since infancy, insinuating that the cause of the grand mal seizures is the patient's inherent physiology. No other relevant information has been received to date.